Manufacturer narrative:
Continued section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Healthcare professional later reported reason for left side removal as "preventative replacement" and indicated there was no complaint against the device. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures deformation, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b2, b5, b6, d9, h3, h6.